Event description:
The customer stated, he was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the prime test. There were some alarms found in the alarm history. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.